Manufacturer narrative:
The reported issue was addressed with phone support. The customer confirmed that the bipolar energy and the erbe were functional on the following procedure. The issue will be monitored remotely by field service engineer (fse). The system was working properly, and no further investigation was required. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the customer converted to the second surgeon console to complete the case after the start of the procedure, due to energy activation not functioning on the first surgeon console. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the site was doing a dual console case and the bipolar stopped responding from the primary doctors console, but the residents console still had bipolar energy activation. The issue persisted after the removal and re-insertion of the maryland bipolar forceps instrument. The power cord was unplugged and re-inserted on both the generator side and patient side with no improvement. The doctors swapped consoles instead of troubleshooting so they could finish the case. The procedure was completed as planned with no patient harm. Intuitive surgical, inc. (Isi) followed up with the surgeon, and obtained the following additional information: information regarding patient demographics, relevant testing, and medical history was requested, however the reporter was not able to provide that information. The patient was not harmed and no labs were necessary as a result of the malfunction.